Manufacturer narrative:
Fields updated: b4, g3, g6, h1, h2, h6. The manufacturer attempted to retrieve additional information on the event and the device involved. However, no further information has been received to date. Since the device serial number and its disposition are unknown, no investigation was possible. Based on the information available, it is not possible to establish a definitive conclusion on the reported event of perceval valve dislodgment. Should the manufacturer receive additional information in the future, a follow up report will be provided.

Manufacturer narrative:
Since the device serial number was not provided and the device disposition is unknown, no further investigation is possible at this time. The manufacturer is following up to retrieve additional information on this event. Unknown device disposition.

Event description:
The manufacture was informed that on (B)(6) 2021, a perceval valve was implanted but explanted during the procedure because of oversizing (details reported in a separate report with ln ref 2021-02789). A second and smaller perceval valve was implanted as a replacement, but it fell deep into the ventricle after weaning from bypass. As a consequence, the perceval prosthesis was found as entrapped into the mitral chordae apparatus and for its explantation the mitral native chordae and valve required excision. A mitral valve replacement was also required with a mitral valve prosthesis. As per eventual surgery outcome, the patient died.